Event description:
It was reported that the patient underwent an initial total knee arthroplasty on the right side. Subsequently, the patient experienced patellar clunk syndrome. As a result, approximately ten months post initial surgery, the patient underwent right knee arthroscopy with debridement of patellar clunk scar tissue. This event is considered resolved. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
D10: truliant ps cem fem ps cem right sz 4 (cat# 02-020-11-0340 / serial# (B)(6)). Truliant tib imp ps insert sz 4 9mm (cat# 02-022-35-4009 / serial# (B)(6)). Truliant tib fit tray cem sz 4f / 4t (cat# 02-022-45-4040 / serial# (B)(6)). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined; however, may have resulted from the patient¿s underlying condition associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.